Event description:
Customer reported that touchscreen was less responsive and battery depleted more rapidly on their t:slim x2 pump. There was no adverse impact to the customer¿s blood glucose level. Customer declined follow-up from technical support and was in process for a renewal pump.